Event description:
Hcp reported dbs pt is experiencing hallucinations. Pt's hallucinations are probably due to medications. Hcp stated pt has end stage parkinson disease. Pt was evaluated by neurologist with no increase or changes in parkinson symptoms. Hcp reported pt was hospitalized and treated medically. All impedances checked were normal ranges and CT brain scan was normal. Hcp reported pt was hospitalized and being treated. No report of device explantation.